Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire ab had coil protrusion struts. The patient was undergoing surgery for treatment of a saccular, unruptured located on the right internal carotid artery, c7 segment aneurysm with a max diameter of 5.89mm and a 3.66mm neck diameter. The parent vessel was stated to be the right internal carotid artery measuring at 4.52mm. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that the operator planned to treat the patient¿s acutely ruptured aneurysm with a stand-alone coil embolization, a sab stent was prepared in case stent assistance was required. During the procedure, an echelon microcatheter was advanced into the aneurysm sac, and after the rebar catheter was selectively positioned, initial coil filling was performed. The coil could not be stabilized within the aneurysm; therefore, the sab stent was deployed for assistance, followed by coil delivery for aneurysm embolization. However, the coil continued to protrude and herniate into the parent artery. The operator retrieved the coil for adjustment and attempted re-embolization, but the sab stent was still unable to effectively prevent coil protrusion. After repeated attempts, the operator withdrew the sab stent and deployed an ep stent for assistance, and the procedure was completed successfully. There was coil protrusion through struts. There was no friction or difficulty during delivery. The rhv was tight and the stent that completely apposed to the vessel wall was not kinked. All device were prepared as indicated in the IFU and no patient complications were associated with this event. Ancillary devices include a react-71-115 guide catheter. Additional information was received reporting that the cause of the coil protrusion was not determined, however, it was noted that, "from the result, the coil repeatedly protruded into the parent artery." Additional information received. The coil used in the event was a 1.5 mm axium prime es coil